Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 30 mg/dl while wearing the pod between 4 and 24 hours. The patient reports steroids from a unrelated previous hospitalization contributed to their low blood glucose level. The patient treated themselves with 4 glucagon injections as well as 5 pieces of candy. Once at the hospital the patients had applied a new pod but the doctor had them remove the pod. The patient was treated with intravenous fluids. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.